Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be reached, despite numerous attempts, in order to obtain additional information. The patient reported that the alleged inaccuracy issues first occurred on (B)(6) 2016. At this time the patient obtained a blood glucose reading of "224 mg/dl" with the subject meter and "54 mg/dl" on another device within 30 minutes of one another. It is not known what medication(s) (if any) the patient takes to manage their diabetes, or whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unknown period of time before the alleged issue occurred they had developed the symptom of "sweaty". It is not known whether the patient required any form of treatment as a result of this symptom. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have any control solution available to perform a retest. The patient's products were replaced and requested for evaluation. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to the onset of this symptom.